Event description:
Initiated chronic hemodialysis treatment via right jugular dialysis catheter. Two to four minutes post initiation of treatment, noted venous blood line disconnected from venous port of dialysis catheter. Pt seen in respiratory distress which subsequently progressed to cardio-pulmonary arrest. Efforts to resuscitate successful. Transferred to hosp, admitted to ICU and placed on ventilator.